Event description:
It was reported that during a coronary artery bypass graft procedure, the device was not releasing properly. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.